Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-06875. During an in-clinic follow up, noise resulting in oversensing, fluctuating pacing impedance, and decrease in sensing threshold were noted on the right ventricular (rv) channel. Technical support was contacted and it is suspected that the cause of the event may be due to the rv lead or the header. However, no intervention has been conducted at this time. The patient was stable and will continue to be monitored.